Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age was not provided. Patient weight was not provided. Ethnicity no provided. Device lot # was not provided/unknown. Device has not been returned to manufacture.

Event description:
It was reported that locator fractured.

Manufacturer narrative:
One locator abutment was returned for evaluation. The device was shipped to the supplier (zest) for evaluation. The supplier confirmed that the device was fractured. The product associated has been received, reviewed, and evaluated as required by the zest dental solutions complaint process and applicable regulations. The complaint evaluation included assessment of whether the event contributed to death, serious injury, or a malfunction that could contribute to death or serious injury. Events meeting this additional criteria were further reported to applicable regulatory authorities as required. Per the zest complaint process, the complaint condition reported was documented and reviewed to determine if further investigation was necessary. As applicable, such investigation was performed to identify and document whether the device failed to meet specifications. Subsequently, the complaint event was logged into the zest dental solutions complaint database for further, tracking, trending and monitoring. Such tracking, trending, and monitoring enables zest dental solutions to react appropriately to significant changes in the expected performance of our devices. In cases where the trend of performance does not meet expectations, customer notification and corrective & preventative actions are initiated as required by the zest dental solutions complaint process. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.